Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was sent back to olympus for examination, and the reported issue was confirmed. The most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the objective lens. There was no patient involvement.